Event description:
Nurse reported a critically ill unstable pt expired during a crrt treatment. Cause of death is unk.

Manufacturer narrative:
Several attempts to obtain additional info from the facility have been unsuccessful. The exact cause of the pt death is unk. There is no evidence of a device malfunction. Analysis of the cycler treatment log file indicates the cycler was performing as intended. The treatment was initiated following a successful prime and alarms test. The treatment duration was approximately one hour and six minutes and was marked by a series of six venous air alarms and five venous pressure low alarms which began approx one min after the treatment started. The log file further indicates that the operator did not respond properly to the cycler alarms. The user guide indicates appropriate probable causes and instructions for troubleshooting alarms. Nxstage medical considers this report closed at this time unless additional info is received from the facility.